Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her sensor glucose and blood glucose readings were off. Customer stated that her sensor glucose value was 44 but her blood glucose level was 104 mg/dl. Customer stated that she is getting multiple threshold suspends due to her low sensor readings. Customer's current blood glucose is 88 mg/dl and her current sensor glucose value is 40. Difference between readings was not within an acceptable range. Customer stated that this sensor is the third one in and her pump keeps going into threshold suspend. Customer was explained that she can turn off the sensor feature while in her meeting if her blood glucose is in fact not low. Customer was advised to call back when she can.